Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the "counters on the device were wiped clean and the date of the last interrogation is inconsistent with the date when the patient was last seen in the office." It was also reported that prior to the patient's first radiation therapy treatment the data was downloaded. The device was tested in the office and found to be within normal limits. The implantable cardioverter defibrillator remains in use and no patient complications have been reported as a result of this event.